Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using bd vacutainer® sst¿ ii advance, gel fragments in the specimen of 50 devices clogged the analyzer probe. No adverse impact was reported for the patient or the user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, and no gel defect related to oil gel globules was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sample quality. Complaints for sample quality were not under statistical control for the month of november 2025. Therefore factors that may contribute to oil gel globule were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mod, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring current trends.

Event description:
It was reported when using bd vacutainer® sst¿ ii advance, gel fragments in the specimen of 50 devices clogged the analyzer probe. No adverse impact was reported for the patient or the user.